Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 is actually closed but has a failure of "cubie drawer failed to stay closed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review, it was determined that this report was inadvertently submitted as a duplicate of MFR. Report number 2016493-2025-102525 please disregard this report and refer to MFR. Report number 2016493-2025-102493.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 is actually closed but has a failure of "cubie drawer failed to stay closed. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.